Event description:
The customer reported that the images were mixed up on the system. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep formatted the hard drive and loaded the software. The system operates as intended.